Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1039673, medical device expiration date: 2026-02-28, device manufacture date: 2021-02-08.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: this is now the second box of syringes I have purchased that contains syringes with inconsistent markings. We cannot inject a consistent insulin dose because the markings are not same on all the syringes.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: this is now the second box of syringes I have purchased that contains syringes with inconsistent markings. We cannot inject a consistent insulin dose because the markings are not same on all the syringes.

Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned a total of 17 syringes with 0.5ml graduation marks. Each syringe was checked with gauge bddc-fl-00172 to ensure that the graduation markings were properly aligned. 5 of the 17 returned samples featured a misaligned 5 unit mark. All syringes were within specifications at the 50 unit mark. A review of the device history record was completed for batch# 1039673. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. H3 other text : see h10.